Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of a heavily scarred right common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, resistance was encountered during device removal. In accordance with the instructions for use, an attempt was made to use the access ports, however, it was unsuccessful. The starclose se clip deployed in the intended location and achieved hemostasis. When the device was removed, the locator wings appeared to be bent. All parts of the locators wings were reported to be present and attached to the device. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found it was fully clip deployed and in the access port retracted state with broken vessel locator wings. The deployed clip was not returned. Inspection of the vessel locator confirmed the pusher body joint to be intact and all of the broken wing material returned with secure attachment points for the vessel locator wings. No other damage was detected. Based on the investigation findings, a possible cause for the damaged wing condition was related to the operational context in the use of the device, either procedural or anatomical. Procedurally, distal pressure can be applied to the deployed locator wings during the deployment of the clip delivery tube set through a tight tissue tract, possibly from an insufficient nick and spread. This can compact tissue between the locator wings and the distal end of the clip delivery tube, pushing the deployed locator wings distally away from the operator. This condition can inhibit correct locator wing retraction into the distal end of the delivery tube after clip deployment, damaging the wings. Anatomically, any feature within the body, scar tissue, calcification etc. That may prevent correct locator wing retraction may have been encountered. The pt was described as heavily scarred and obese. Both conditions likely placed a significant role in the device's performance. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.